Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded by the hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported that two drill bits fractured during surgery. The surgeon reported that the fracture occurred at the moment of contact with the bone, and that the patient had unusually hard bone. No adverse events were reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The DHR was reviewed and there were no non-conformance's found. There are no indications of manufacturing defects. For this part (01-7149) and the previous one year (from the notification date) the drill fracturing, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. This is the only complaint in regards to a fractured drill for 01-7194 lot 235268. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.